Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, at the first firing, the surgeon fully fired the device to pulmonary artery however 2 corners of the cut end were not resected properly. The corner of the right side of the proximal end and the corner of the left side of the distal end were not resected properly and the artery still was not separated. The cartridge length was appropriate for the tissue width. The surgeon pointed it was strange the tissue at the proximal end was not resected and suspected that the cartridge was defective. There was no patient injury.